Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used for: the complaint indicated that the patient had a non-union and the helical blade cut-out of the superior portion of the femoral head requiring additional surgical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision of a trochanteric fixation nail (tfn) was performed on (B)(6) 2018 due to non-union and helical blade cut-out of the superior portion of the femoral head. The original tfn procedure was performed on (B)(6) 2016 by a different surgeon at a different facility. All tfn implants were removed intact and without incident. The patient was revised to a biomet total hip system. Surgery was completed successfully and patient outcome was satisfactory. This complaint involves one part. This report is 1 of 1 for (B)(4).